Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the rn was sitting with the patient and noticed that there were a few drops of liquid on the patient's blanket. Upon assessment the rn found that the tubing set had separated and leaked from the distal port of the tubing set during a secondary infusion of oxaliplatin. The rn paused the infusion and the primary d5w tubing set was replaced and the infusion continued without further complications. The customer further stated that there were no adverse effects caused to the patient from the event.